Event description:
It was reported that, during a lithotripsy procedure for kidney stones, the glass tip of this fiber broke. A second fiber was used, and the tip turned black on the shaft and the tip broke after less than twenty minutes of use. A third fiber was used, and it exhibited the same issues as the second fiber. The procedure was stopped after the third fiber tip broke. There were no patient complications. This report is for the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-50179. This report is for the same event as manufacturer report: 2124215-2022-50178.